Manufacturer narrative:
Strain relief. Device evaluation summary: a visual examination was performed on the device, and confirmed the connector type as strain relief. A visual inspection noted brown particles on the port base, as well as piece of suturing material attached to one of the port holes. A small piece of band tubing was returned, attached near the ss connector of the port tubing. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and the port tubing. Non-penetrating nicks were noted on the strain relief. Under microscopic analysis, the end of the band tubing was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
This supplement #1 - medwatch was originally sent to the FDA on 18-aug-2017. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the supplment #1 report was not available in their database. Resubmission of this supplement #1 - medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 18-aug-2017: strain relief. Supplement #1 - medwatch sent to FDA on 18-aug-2017. Device evaluation summary: a visual examination was performed on the device, and confirmed the connector type as strain relief. A visual inspection noted brown particles on the port base, as well as piece of suturing material attached to one of the port holes. A small piece of band tubing was returned, attached near the ss connector of the port tubing. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was injected in both the port septum, and the port tubing. Non-penetrating nicks were noted on the strain relief. Under microscopic analysis, the end of the band tubing was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Information from original submission on 06/mar/2017: unknown taper. Further information has been requested of the initial reporter regarding: implant date, explant date, and device serial number. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leakage at port level. Quantity withdrawn smaller than qty injected." The device has been removed and replaced.